Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the malfunction cleared and customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) level was 504mg/dl. Contact administered manual injections to address bg level.